Event description:
The customer reported that the device displayed a "check vent: primary alarm failed." The device was in use at the time of the event. There was no medical intervention or delay in therapy reported. No patient or user harm reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The customer reported that the device displayed a "check vent: primary alarm failed", and error code 1102 occurred. The engineer performed diagnostic and the occurrence of "check vent: primary alarm failed" (diagnostic code:1102) was confirmed. Therefore, the speaker#2 was replaced then the issue was resolved. No other abnormality was confirmed.